Event description:
A malfunction alarm on the pump was reported by a caller, identified as malfunction code 6. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the malfunction reappeared.